Event description:
It was reported that the user requested assistance to perform a full supply change and resume insulin delivery; during uncoiling the infusion set tubing, the user inadvertently pulled the infusion site off the needle, which required a replacement teflon 23-inch infusion set to complete the supply change, and resumed insulin delivery with education provided on correct setup and connection. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included troubleshooting and user education regarding proper infusion set deployment and connector attachment. Investigation of this case revealed user handling during tubing uncoiling led to an infusion set dislodgement, consistent with incorrect deployment or connection rather than device malfunction. It was concluded, based on previously established findings for similar reports, that user technique during set change was the most probable cause.

Manufacturer narrative:
Initial.